Manufacturer narrative:
Other relevant device(s) are: micra, model #: mc1vr01-delsys/ expiration date: 14-apr-2020 / serial#: (B)(4). Device available for eval: no. Dev rtn to MFR? No. Mfg date: 23-oct-2018. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implantation of the leadless implantable pulse generator (ipg) a cardiac perforation occurred. The ipg was removed and discarded. The patient experienced cardiac perfusion, cardiac tamponade, and hypotension. The fluid surrounding the heart was drained. The patient will undergo surgery to repair the cardiac perforation. No further patient complications have been reported as a result of this event.